Event description:
The physician intended to use an endeavor resolute drug-eluting stent to treat a lesion in the lcx. The device was inspected prior to use. The target lesion exhibited severe stenosis and severe calcification and tortuosity. Lesion pre-dilation was performed. It was reported that the endeavor resolute device could not pass the lesion. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damage. No clinical sequelae were reported. Evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 9th, 10th, 11th and 12th proximal stent segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: patient¿s condition affected effectiveness of device (target lesion exhibited severe stenosis, severe calcification and tortuosity). Inherent risk of procedure (stent deformation). Deformation issue. Conclusion: device failure related to patient condition (target lesion exhibited severe stenosis, severe calcification and tortuosity) fdc22 known inherent risk of a procedure (stent deformation). (B)(4)